Manufacturer narrative:
A review of the manufacture records for this device could not be conducted because the lot number was not known. (B)(4).

Event description:
This subject was enrolled in the in_pact global study and had both the right and left limbs treated. The right limb procedure was (B)(6) 2012 and the left limb procedure was (B)(6) 2012. The lesion on the right side (r-1) was located in the distal sfa which was 95% occluded. The lesion on the left side (l-1) was located in the distal sfa which was 85% occluded. Both procedures were completed successfully with the inpact admiral balloons. No pre-dilatation was performed on either limb. On (B)(6) 2013 the patient presented with evidence of restenosis of the right sfa. (B)(6) 2013 the patient returned for target lesion revascularization (tlr) of the right limb, lesion r-1. At this time, the rutherford classification was 5 (minor tissue loss), the lesion was 85% occluded. A powercross 6x80 was used along with stent deployment. No dissections present at this time. Residual stenosis was 15%. A pseudo-aneurysm was observed on the right common femoral artery side on september 16, 2013. CT scan and iliofemoral bypass was performed (B)(6) 2013. (B)(6) 2014 the patient presented with stenosis of the right tibial anterior artery. This was not related to the treated lesions. On (B)(6) 2014 the patient received tlr on the right side target lesion (r-1) again. Rutherford classification 5 was observed at this time and a wound was present on the right foot. Powercross 5x150 was used to treat the lesion. 10% residual stenosis was present at this time. A diabetic ulcer was present on the right toe. On (B)(6) 2014 the patient received tlr of the left target lesion (l-1). 80% stenosis was present with a rutherford classification of 5. Pta was performed on the lesion with a fox plus balloon, followed by deployment of an everflex 6x100 stent. 10% residual stenosis was present. (B)(6) 2014 a pseudo-aneurysm of the left groin was observed. This was not related to the treated lesion. Thrombin injections were administered. (B)(6) 2014 an abscess, hidradenitis of the left groin was noted. This was not related to the treated lesions. Wound care was observed. (B)(6) 2014 stenosis of the left anterior tibialis (anterior and posterior) was observed. This was not related to either treated lesion. Pta was performed. (B)(6) 2014 the patient's left toe was amputated; on (B)(6) 2015 the patient's right toe was amputated. (B)(6) 2014 2 aneurysms of the left groin were present. These were not related to the treated lesions. Thrombin injections were given. (B)(6) 2014 necrosis at the amputation wound of the left side was observed. Per source information it was not related to the treated lesion. Medication was administered. The patient returned 3 other times for tlr: (B)(6) 2014 (cook deb used); (B)(6) 2015 (admiral xtreme used); (B)(6) 2015 (unknown device).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.